Event description:
It was reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Product analysis: it was also determined at analysis that the stylus pointer position on touch screen had a deviation. The bezel was slightly damaged, considered acceptable. The company logo button and lower bullets were broken. The keyboard sliding rails and left latch were broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.